Manufacturer narrative:
(B)(4). This incident with excor blood pump s/n (B)(4) occurred just after implantation. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. Initial visual inspection of the blood pump confirmed a small amount of a reddish transparent fluid in the air chamber of the blood pump. No defect of the triple layer membrane is visible. The tightness of the pump was checked. Initial analysis could not find any defect on blood pump. Evaluation of the blood pump is ongoing.

Event description:
(B)(4) was informed by the site that just after implantation, blood was visible in the air chamber of the blood pump in a patient with a 30 ml lvad configuration. No blood was detected in front of the stabilization ring in between the membrane layers. The site suspected a defect of the membrane. The site exchanged the blood pump in question without any adverse effect on the patient. The patient currently is doing well.